Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2018, the patient was diagnosed with hyphema and vitreous hemorrhage in the implanted eye. On (B)(6) 2018, the surgeon performed a vitrectomy and removed blood from the anterior and vitreous chamber in the implanted eye. Oxane oil was injected as a tamponade. On (B)(6) 2018, the surgeon reported that the patient was doing well. There was no defect or malfunction of the device associated with this event.